Event description:
Litigation papers allege, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain, burning, stinging, trouble walking, elevated levels of metal ions in blood, excessive headaches, rashes, foot drop and partial lack of mobility. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Added: (patient/device).

Event description:
Update jul 11, 2017: legal medical records received. In addition to what was previously alleged and after review of the medical records for MDR reportability, it was stated that the patient was revised due to audible crepitation, snapping iliotibial band syndrome. Revision note stated that there was extensive chronic trochanteric bursitis, large amount of black fluid, extensive contracture and scarring tissue, necrotic-appearing black tissue, extensive metal debris synovitis. It was also stated that the femoral head neck mechanism was loose on trunnion and neck of the femoral component, severe damage to the femoral neck of the femoral component, notches along the superior aspect that were deep into the femoral neck estimated to extend between one-fourth and one-third of the way into the femoral neck, and the morse taper was also severely worn and did not have its normal appearance. Stem and sleeve were added due to loosening and previously alleged elevated metal ions. Complainant information was updated. This complaint was updated on: jul 13, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.